Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries. Insulin pump had no delivery alarms. Customer stated that the they had to rewind more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm, back light anomaly, reset alarm, frozen screen anomaly, no delivery alarm, motor error alarm,prime/fill anomaly and rewind anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with broken battery tube threads.